Manufacturer narrative:
This device cjs 23250 (lot i0106036) is distributed outside the united states: however, it is similar to the united states product cxs 23250. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The target lesion was the proximal left circumflex. The vessel was an in-stent restenosis of a pixel stent (2.5 x 18mm) implanted in 2005, which was later treated with a cutting balloon two months later, the lesion was also an ostial lesion. Aha/acc classification of the vessel was type b2. The lesion length was 18 mm and vessel diameter was 2.5 mm. The procedure was an elective case. Pre-dilation was conducted with a balloon (2.0 x 20mm) at 6 atm for 30 seconds. A cypher (2.5 x 23mm) (lot i0106036) was implanted at 20 atm for 30 seconds. Post-dilation was not conducted. Intravascular ultrasonographic (ivus) was conducted. Timi flow before the procedure was 2, and 3 after the procedure. The residual % of stenosis was 0%. Act was not measured. Four days later, after defecation, changes in ECG were observed and a coronary angiography was conducted. Thrombus was observed inside the implanted cypher. Aspiration was conducted several times and timi flow was restored to 3. Then nicorandil and verapamil hydrochloride were administered (amount unk) by ic. Balloon angioplasty was also conducted and the procedure was finished. Twelve days later, the pt was discharged from the hosp.